Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally. It was reported that an occlusion alarm occurred. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a supply change was performed resolving the reported issues, and insulin delivery was resumed. The customer's blood glucose level was 151-167 mg/dl.